Event description:
The customer reported a false negative result with the ID now covid-19 2.0 assay performed on (B)(6) 2023 on a nasopharyngeal sample. A confirmation antigen test (unknown platform) was performed on a nasal sample and generated a positive result. The customer confirmed there was no patient harm due to the test results. No additional information including patient treatment and outcome was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Manufacturer narrative:
D4, g4: this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m218606 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j/ lot: m218606, test base part number 192-430/ lot: m218606. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m218606 showed that the complaint rate is 0.00180%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. Single use; device discarded.

Event description:
The customer reported a false negative result with the ID now covid-19 2.0 assay performed on (B)(6) 2023 on a nasopharyngeal sample. A confirmation antigen test (unknown platform) was performed on a nasal sample and generated a positive result. The customer confirmed there was no patient harm due to the test results. No additional information including patient treatment and outcome was provided.